Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged apply sample (meter issue) was not resolved with troubleshooting. The cca documented that subject test strips did not cause the same error message to promp in another back up meter they had. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.